Manufacturer narrative:
The spot vital signs lxi measures systolic and diastolic pressure (excluding neonates), pulse rate, temperature (oral, adult axillary, pediatric axillary, rectal, and ear), and pulse oximetry (spo2) as well as calculates mean arterial pressure (map). Furthermore, spot vital signs lxi allows the entry of height, weight, respiration rate, and pain level. Spot vital signs lxi also calculates body mass index (bmi) following height and weight entry. For protection against shock, electrically powered welch allyn medical devices are designed, validated and manufactured per the isolation standards in "iec 60601-1". The standard is referenced in the instructions for use. This assures that the mains power is isolated to prevent injury to the patient and user from the mains electrical power. As the device was not returned by the customer, a thorough investigation into the reported malfunction could not be performed. Although the reported event did not result in a serious injury, the report of power supply having a short and power cord flashing could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.

Event description:
Customer reported power supply had a short. The power cord flashed and now no longer works. This report was filed in our complaint handling system as complaint #(B)(4).

Event description:
Customer reported power supply had a short. The power cord flashed and now no longer works. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
No further information is available on the devices at this time. Hillrom has requested for the power cord to be returned in order to conduct a thorough analysis. Hillrom will submit a final report with the investigation conclusion on this event.